Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the physician encountered difficulty inserting the enroute 0.014" guidewire in the right common carotid artery (rcca). A third-party balloon was inserted for wire support. Angiogram revealed that the guidewire and balloon were outside of the rcca. An unplanned additional stent was placed to cover the dissection. The procedure was completed with no further complications.